Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-09-12, information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they were recharging the ins too often. It was reported that the programmed parameter was increased recently. The patient reported that they were experiencing increase in pain, so they have to increase the stimulation setting a little. The patient reported that it didn¿t help with the pain, so they decrease back again. The patient reported that the hcp decreased their narco and as a result they were experiencing an increase in pain, so they increased the stimulation setting. The patient reported that they had to recharge more often before they increased the setting. It was suggested that the patient charge the ins 100% to increase time between charges. It was reviewed that a recharge interval calculation be performed when the patient arranged to meet with mdt rep. On 2019-01-02, additional information received from the patient reported that they have not had resolution of the frequent recharging and pain issues. On 2019-02-11, additional information received from the patient reported that the issue about pain and recharging the ins too frequently have been resolved. The patient reported that they did not notify the managing physician about the pain but the pain issue have been resolved. The reported that they weighed (B)(6) at the time of the event. On (B)(6) 2019, additional information was received from the patient reporting that their device had been removed and replaced with a device from another manufacturer, probably about a month ago (did not know the exact date). It was reported that the patient was happy with their new device and they had no pain. The patient confirmed that the reason for their removal/replacement of their system was due to recharging issues and pain, which had previously been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the ins was at end of life and was replaced with a device from another manufacturer but the same/existing lead was used. No further complications were reported/anticipated.